Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4), (B)(6) 2018.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be no communication causing gaps in logs. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.